Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display cpu was replaced to resolve the issue. No report of patient involvement. (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.